Manufacturer narrative:
A review of the treatment report could confirm the occurrence of a small gas breakthrough at canal. Review of the logfile for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. No relevant deviation between planned and performed energy is detectable for the reported treatment. During technical onsite visit the field service engineer (fse) performed verification of the z axis movement and flap thickness. No problem found. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient pushed up on the laser arm during treatment creating a patient interlock error. The error was resolved but a couple of patient's later during treatment of the right eye a gas break through and flap adherence was noted. A bandage contact lens was placed on the eye and treatment was not completed. Additional information requested.